Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. There was no reported impact to the customer's blood glucose level.